Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The primary line of the pump was programmed to deliver 1000ml of normal saline at a rate of 500ml/hr. The secondary line of the pump was programmed to deliver 1000ml of unspecified chemotherapeutic solution at a rate of 500ml/hr. After an unspecified length of time, the nurse noted the primary bag was empty. Approx 75ml remained in the secondary bag and air was noted in the tubing distal to the pump. Reportedly, the device did not alarm for air in line. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately detecting and alarming for air in line. A calibrated set was used for testing per device release specs.